Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, mildly calcified, mid left anterior descending (lad) artery after pre-dilatation with a 2.0 x 12mm balloon dilatation catheter (bdc) the 3.0 x 38 mm xience prime stent was deployed and a distal edge dissection was noted. A second xience stent was used as treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.